Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 15866958.

Event description:
It was reported that the patient experienced inadequate stimulation. All components were explanted and will not be returned per hospital policy. No further information has been obtained despite good faith efforts.